Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away. The cause of death was cardiac failure, cardiac arrhythmia, and end stage renal failure (esrf). It was not reported whether the pt was hospitalized prior to death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.